Event description:
Cup removed and tritanium primary cup put in place due to loosening on patient's left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding loosening involving a trident shell was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event.

Event description:
Cup removed and tritanium primary cup put in place due to loosening on patient's left hip.